Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for the lot associated with this event and no nonconforming material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU) was reviewed. Vascular injury is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specifications. The root cause, based on available info, is unk as it cannot be definitively determined.

Event description:
This was a peripheral intervention that was completed without complication. The pt was administered an anti-coagulant (lovenox). During the procedure, a short 6f sheath was exchanged with a longer 6f sheath and then back to the short 6f sheath. After the case concluded the sheath was removed and compression held but bleeding at the access site could not be stopped. As soon as compression was released, the area around the access site started to swell. A femostop was applied, but the same issue with swelling occurred after it was removed. The pt was taken back to the cath lab and a balloon was inserted through the opposite leg and used to achieve hemostasis. Fluoroscopic images did not reveal a cause for the bleeding. The pt recovered with no further clinical sequelae.